Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies. The cause(s) of the difficulty reported by the customer could not be determined.trends will be monitored for this and similar complaints. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
As reported by the ous rep, a codman hakim valve malfunctioned and was revised. Date of symptoms :(B)(6) female patient who is implanted with right atrial ventricular derivation since she was 2 months. In (B)(6) 2015 she had headaches with nausea and vomiting and visual blur that may indicate there was a hyper drainage. Left atrial ventricular derivation implanted in (B)(6) 2015. After a clinical improvement, the patient showed again low signs of intracranial hypertension so the system was revised. Date of system revision/ hospitalization/ surgical re intervention: (B)(6) 2017 during the procedure , the valve was found to be defective and then was exchanged. The device was reported to be available for analysis by the or but it has not been received to date at the pharmacy department. So more information will follow. Actual patient status: no news received to date . The patient had a new valve and was supposed to be followed 2d after surgery.